Event description:
The user facility in (B)(6) reported a surge and chamber fluctuation. There was obstruction n the tubing as well as the mesh filter. The cassette and tubing system was changed and the surgery was completed. There was no pt injury reported.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.